Event description:
The customer reported that the 9800 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller, image processor, display adaptor, and software were installed during the service call.